Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reports that 5 months after the dental implant and abutment were placed in ada site 13 in the mouth, the implant did not integrate in type iii bone. Clinician reports patient's insufficient bone quality/quantity. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has used less drills than recommended to perform the implant installation. The dentist reported that immediate load procedure was performed.

Event description:
The clinician reports that 5 months after the dental implant and abutment were placed in ada site 13 in the mouth, the implant did not integrate in type iii bone. Clinician reports patient's insufficient bone quality/quantity. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).